Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/31/2016, that on (B)(6) 2016, the g5 mobile application was requesting the application be reinstalled due to the application no longer working correctly. No additional event or patient information is available. No product was provided for evaluation. The reported event of the receiver turning off unexpectedly could not be confirmed. A root cause cannot be determined.